Event description:
It was reported that (1) er320 was used during an unknown procedure. It was reported by the rep that at the start of case, clips were shooting out as stated on a note attached to applier box. It is unknown how the case was completed. There was no consequence to pt.